Manufacturer narrative:
(B)(4). Medical products- nexgen articular surface, catalog # 00599403210, lot # 63342116; nexgen femoral component, catalog # 00597001601, lot # 63546564; nexgen all poly patella, catalog # 00597206532, lot # 63283204; nexgen tibial block, catalog # 00598800427, lot # 62932341; nexgen tibial block, catalog # 00598800427, lot # 63245823; nexgen stem extension, catalog # 00598801013, lot # 63445013; nexgen stem extension, catalog # 00598802011, lot # 63338907; nexgen femoral augment, catalog # 00599003610, lot # 63305431; nexgen femoral augment, catalog # 00599003610, lot # 63419322; headed screw, catalog # 00579104100, lot # 63467026; headed screw, catalog # 00579104100, lot # 63503241; headless trocar drill pin, catalog # 00590102000, lot # 63460539. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06529, 3007963827-2018-00099, 0002648920-2018-00495, 0001822565-2018-03308, 0001822565-2018-03311, 0002648920-2018-00497, 0001822565-2018-03312, 0001822565-2018-03315, 0001822565-2018-03317. Implant discarded.

Event description:
It was reported that the patient underwent a stage-two post infection revision. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event.

Event description:
No further event information available at the time of this report.